Event description:
Material: 305181 batch#: 4116544 . It was reported by the customer that have another incident with drawing up lidocaine hcl 1% with the bd blunt needles. I have another incident with drawing up lidocaine hcl 1% with the bd blunt needles. The incident occurred (B)(6) 2025.

Manufacturer narrative:
Device evaluation it was reported there was another incident with drawing up lidocaine hcl 1% with a blunt needle. Our quality engineering team has completed a device history record review for material number 305181 and lot number 4116544. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.